Event description:
It was reported that the patient presented to the emergency department due to syncope/near syncope and a device interrogation was performed. The right ventricular (rv) lead exhibited undersensing, oversensing, and chronically low r-waves. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.